Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included co-trimoxazole (bactrim) since 2014, fluconazole (diflucan) since 2014 and ibuprofen (motrin) since 2014. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), irritability ("irritability"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and depression ("depression"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, irritability, female sexual dysfunction, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), irritability, depression, apareunia (inability to have sexual intercourse), infection (other) uti/yeast, bladder or urinary problems or changes, migraines / headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue and weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included co-trimoxazole (bactrim) since 2014, fluconazole (diflucan) since 2014 and ibuprofen (motrin) since 2014. In (B)(6), 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), irritability ("irritability"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and depression ("depression"). On (B)(6), 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6), 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, irritability, female sexual dysfunction, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 168 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6),2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included co-trimoxazole (bactrim) since 2014, fluconazole (diflucan) since 2014 and ibuprofen (motrin) since 2014. In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), irritability ("irritability"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and vaginal infection ("vaginal infection"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, irritability, female sexual dysfunction, urinary tract infection, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased, depression and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 168 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event vaginal infection. Event yeast infection pt updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.